Manufacturer narrative:
It was reported, that a patient was experiencing pain after a revision surgery performed on (B)(6) 2014. It was also reported about a possible stem loosening. A revision surgery was not performed, the patient was monitored. Review of incoming information: implantation report dated (B)(6) 2014: patient born in (B)(6) was revised on right hip due to stem necrosis and loosening. Low grade infection identified. Post revision medical check-up dated (B)(6) 2015: patient was feeling less and less pain, without crutches the walk was not straight. X-rays showed well positioned components without signs of loosening. Post revision medical check-up dated (B)(6) 2015: increasing pain in the left leg, without crutches the walk was still not straight and slightly painful on both sides. X-rays showed no signs of loosening on right side but signs of femur head necrosis in the left hip. Post revision medical check-up dated (B)(6) 2015: patient was still feeling pain into right hip. On the left side probably necessary a primary implantation. No other conspicuous information. Neither x-rays, nor devices or photos were received, therefore the condition of the component(s) was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Moreover, pain could not be related to a single specific failure mode. Based on the given information, a final assessment was therefore not possible. However, all possible causes related to the issues reported are listed in dfmea. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported, that a patient is experiencing pain after a revision surgery performed on (B)(6) 2014. It is also reported about a possible stem loosening. A revision surgery was not performed, the patient is monitored.